Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00157.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that a patient showed from craniolateral radiolucency. Aaos score was iii, paprosky score 2 and harris hip score 60, 50, 76 at 1,2 and 5 years respectively. No further information is available.